Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. All video output signals and images were normal. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, no defect was found on the device and a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Service found the main switch was not the current version and the software version was not current. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, there was no video image on the subject device. There was no harm or user injury reported due to the event.